Event description:
The physician tried to put the subject device in the target aneurysm, but it was difficult to push into the prowler-14 microcatheter, thus it was removed. After removal it was noticed that the subject device was stretched. The vessel was too tortuous. The physician changed the microcatheter and finished the procedure successfully.